Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received a vibratory alert and presented in clinic. Device interrogation revealed, the right atrial (ra) lead exhibited under-sensing and high pacing impedance. The patient stated they fell a week ago after loosing balance. No intervention was performed. The patient was stable.